Manufacturer narrative:
(B)(4). Date sent: 12/22/2021. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was received with the hand activation contacts damaged. In addition, the blade tip was observed with no apparent damage. The device was connected to a test hand piece with difficulty. During mechanical testing, the rotation knob did not rotate freely. The device was then functionally tested on a gen11 generator. The damaged hand activation contacts could cause rotational issues with the device. In addition, it can cause improper torqueing of the blade, which could cause the generator to display a communication issue, activation issues, incomplete pre-run test or alert screens. The device was disassembled to inspect the internal components and no anomalies were found. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. The specific cause for the damaged hand activation contacts could not be determined. An additional investigation has been opened to determine the root cause of this type of damage for ace+7 devices. One potential cause may include inadvertent damage to the hand activation contacts during assembly. To avoid damaging the contacts it is recommended to assemble the device in a vertical fashion. If the hand piece is inadvertently tilted during the assembly with the instrument, the hand activation contacts can be damaged. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during an unknown procedure the titanium tip broke. The broken piece was retrieved by forceps and was discarded. Changed to another device to complete the surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Batch #: v9557x. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.